Manufacturer narrative:
August 21, 2015 12:30 pm (gmt-4:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm would not go into the delivery tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
11/19/2015 08:43 am (gmt-5:00) added by (B)(4): the device was returned to the factory for evaluation. Blood was not observed in the delivery tube. Evidence of blood was observed on the device. The slide lock was engaged. The plunger was not depressed on the delivery device. (Ga000080 rev av/ heartstring - visual inspection page 13) the following measurements were taken; the inner delivery tube diameter was measured as .198 in. The outer diameter was measured at .220 in. (Rm2036883 rev. G). The length of the delivery tube was measured at 2.50 in. (Mcv00004217 rev. D). The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm would not go into the delivery tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.